Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she woke up in the morning, she noticed that the tubing had pulled from the site and the quick release circle had come apart while she was sleeping. Patient's blood glucose level at time of this incident was 403 mg/dl. She changed the site and did a bolus. The site location was patient's upper right buttock and the pump was clipped to the pajama bottom. The infusion had been in use for 24 to 48 h and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.